Manufacturer narrative:
(B)(4). Patient's weight is unknown/ not provided. Device brand name unknown. Device product code unknown. Device item and lot number unknown/ not provided. Product not returned to manufacturer.

Event description:
It was reported that the unknown healing abutment would not seat in the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). No visual inspection was done as the product was not returned. Review of appropriate documentation: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15; healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants; page 5 DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (damaged drive feature +does not seat) or device(s) (zimmer healing collars). Information regarding healing abutment function could not be verified without its return. The reported event is unconfirmed. Information regarding healing abutment function could not be verified without its return. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.